Manufacturer narrative:
Manufacturer narrative: the reason for this complaint was to report an instrument failure. The glenosphere trial threads were stripped and got stuck in the patient. The impactor tip snapped off inside the glenoid trial. No pieces of the broken instruments remained in the patient. This event occurred during surgery. The agent did not indicate whether the event occurred near or away from the patient. The agent did not indicate whether there was risk, adverse event, or negative outcome reported by the surgeon. The agent did not indicate whether the surgery was completed as intended, or if there was a delay. The agent did not indicate whether the instruments were inspected prior to use. The agent did not indicate whether they were present in the surgery, or if they were able to source replacement devices after the incident trial head and impactor malfunctioned. As of 05 may 2021, the retrun material authorization (RMA) has not been returned to djo for examination. No further evaluation can be made for this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated. Justification for no investigation: the instruments were not returned for examination and the lot numbers were not reported. Without the lot numbers, the instruments could not be linked to specific device history records and the actual dates of manufacture cannot be determine with confidence. An investigation cannot be conducted. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Instrument failure - the glenosphere trial threads were stripped and got stuck in the patient. The impactor tip snapped off inside the glenoid trial. No pieces of the broken instruments remained in the patient.